Manufacturer narrative:
The company rep examined the system and was unable to duplicate the reported problem. The company rep noted the screws around the footswitch connector appeared broken. The breakout interface printed circuit board (pcb) was replaced. The replaced breakout interface pcb was unrelated to the reported event. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the system displayed a system message during a vitrectomy procedure. They made repeated attempts at restarting the system, but were not able to clear the message. The procedure was aborted. There was no harm to the pt.